Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
A patient's therapy turned off unexpectedly was reported to abbott. Patient confirmed therapy was turned back on successfully. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue has been resolved. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.